Event description:
The customer reported to olympus during preparation for use, no power supply on the evis exera iii xenon light source. The procedure was completed using another device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered no power supply due to power supply malfunctions, the top cover was scratched, the scope socket was in a bad condition due to moisture, the device was assembled wrong using different screws and a cermax xenon lamp was used. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: d8. It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the device did not start up likely due to faulty power supply unit. Olympus will continue to monitor field performance for this device.